Manufacturer narrative:
Manufacturer's investigation conclusion: the reported beeping sounds on the system controller were unable to be confirmed. Review of the submitted log files appeared to show the system controller operating as intended. No notable events or alarms were captured. The heartmate 3 system controller (serial number (B)(6) was not returned for analysis. The root cause for the reported event was unable to be conclusively determined through this analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided, and no additional follow-up attempts will be performed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms and explain how to troubleshoot the system controller. Section 8 of the IFU, ¿equipment storage and care¿, and section 6 of the patient handbook, ¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's system controller occasionally emitted "3 slow beeps". Clinic staff did not find a cause of the beeping sounds in their review of log files and were not able to reproduce the beeping sounds intentionally. The patient was instructed to exchange the batteries and battery clips, which only slowed the frequency of the beeping sounds and did not resolve the issue completely. Log files were submitted to tech services for review. Log file review appeared to only capture routine events.